Event description:
It was reported the pt is no longer receiving stimulation due to not able to charge his scs ipg. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.